Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the root cause was undetermined. Since the lot number is unknown a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4) the device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter (B)(4) and reported a leak. The customer stated that the minicap was from the hospital stock. The nurse put it on the patient. The patient came back the next day and the nurse noticed a cut in the minicap and povidone was leaking out. The cut did not go all the way through the minicap. This was observed during use, however, there was no patient injury or medical intervention reported. No further information is available.